Event description:
Customer reported an issue with the male luer lock connector becoming separated from the tubing. This happened during patient use. No patient injury was reported at this time. No additional information is available at this time.

Manufacturer narrative:
Sample has been requested for evaluation. Should samples become available, a follow up report will be filed. Medwatch is being filed because this product is on our 24 month MDR report.